Manufacturer narrative:
As noted in describe event or problem, this event was discovered during a fse's visit and had no patient involvement. Following the fse's discovered, the subject device was returned to olympus for evaluation. During the evaluation, the fse's findings were confirmed. No image was coming through on the display due to a faulty printed circuit board. The investigation is on-going. However, should additional information become available following the device evaluation, a supplemental report will be filed.

Event description:
While an olympus field service engineer (fse) was on-site for routine maintenance, the hospital staff mentioned that their high definition lcd monitor was not getting switched on. The fse inspected the unit and discovered that no image was being produced. This report is being submitted to capture the unit not producing an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.